Event description:
It was reported that during a percutaneous coronary interventional procedure, wire detachment occurred. The patient was being treated for angina pectoris. The 90% stenosed, calcified lesion was located in the severly tortuous proximal left anterior descending artery (lad). The vessel was angulated coming off of the left main, and therefore, the physician pre-shaped the end of the pt2 guide wire "like a key cut" to be able to access the lad. The pt2 guide wire was not able to be advanced beyond the proximal vessel, and during attempts to advance the guide wire, the distal portion of the guide wire detached. The physician then crossed another pt2 guide wire and attempted to retrieve the wire fragment with a retrieval basket clamp and a gooseneck snare without success. A taxus 3.0 x 20mm drug-eluting stent was then implanted in the left main into the proximal lad securing the wire fragment against the vessel wall. The procedure was completed with treatment of the proximal left circumflex. No patient complications were reported; however, the patient was kept in the ICU for observation with an updated status reported of 'stable, getting better'. It was further reported that the physician had commented that the detachment occurred, due to fatigue of the wire due to the pushing and pulling of the wire, during the procedure.